Manufacturer narrative:
Concomitant medical products: product ID: 3998, serial#: (B)(4), date implanted: (B)(6) 2006, product type: lead. Other relevant device(s) are: product ID: 3998, serial/lot #: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Rep reports seeing high impedance values (>10,000) with reference contact 0 on contacts 1, 2, 3, 8, 9, 10, and 11. Tss had rep check connectivity and it showed red x's on 0, 1, 2, and 3, while 4-7 were just white. It also showed that 8, 9, and 10 were green, 11 was red, and 12-15 were white. Rep wanted to know if current set-up would be compatible with vanta ins, and will work with patient to see if current 3 contacts will provide pain coverage and then work with hcp to decide if ins replacement versus full lead exchange would be necessary. A response was received from manufactures representative regarding patients complaint. Rep reports patient therapy wasn¿t effected by the high impedances discovered on one quad and ¼ electrodes on second lead. Rep was able to successfully program around these electrodes and the patient still had effective coverage. The issue was resolved. Rep called back to talk through potential vanta battery longevity with pt's current programs and impedance values, with and without cycling. Rep reports that is charging 2-4 hours about twice per week and is interested in moving to primary cell - vanta soon. Rep reports working with pt's physician and insurance to move forward. See impedance values below from (B)(6) 2023 as they are up to date, with the additional information of 8=639, 9=619, and 10=683 with ref. Contact 0.